Event description:
On (B) (6) 2009, the lead was repositioned again due to dislodgement.

Event description:
During a follow-up high pacing threshold was observed. Under fluoroscopy the ventricular lead appeared to be dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.